Event description:
It was reported that the customer experienced low blood glucose levels due to insulin pump over delivering. Troubleshooting was performed and the insulin pump passed all the required tests. The insulin pump was also programmed to deliver a basal rate of 31.3 units per day, and the reservoir was filled with 300 units of water. The insulin pump alarmed no delivery after twenty five hours, when it would normally last nine days. The no delivery alarm occurred several times.

Manufacturer narrative:
We performed a basal and bolus delivery accuracy test, which confirmed excessive delivery of the programmed amount of fluid. The insulin pump history file was viewed and numerous motor error and no delivery alarms were noted. The trace files were viewed and the information in the insulin pump's memory suggests that exposure to a high energy magnetic field occurred, which may have caused the vibration motor to become demagnetized and the pump motor encoder wheel to become demagnetized in a symmetrical pattern. It was concluded based on the finding that the product could not have shipped in this condition.